Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Pneumomediastinum was found on a patient's post procedure chest x-ray after a superdimension enb procedure. The patient did not have symptoms or hemodynamic compromise. The patient was hospitalized for observation. If additional information is obtained a follow-up report will be submitted.